Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having a low reservoir alarm after changing the infusion set. The blood glucose reading at time of call was 501mg/dl. The caller stated that insulin from the reservoir leaked into the reservoir compartment. While assisting changing the infusion set, it was found that the customer previously removed the reservoir stopper by pulling the plunger out from the back of the reservoir rather than unscrewing it when it was time to disconnect. No further information was provided.